Event description:
Caller reported taking four compact plus blood glucose readings within one minute, the first was 469 mg/dl, the last and lowest was 131 mg/dl. He did not write down the other 2 results. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported taking four compact plus blood glucose readings within one minute, the first was 469 mg/dl, the last and lowest was 131 mg/dl. He did not write down the other 2 results. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.